Event description:
It was reported that the device seal at the base of the tourniquet where the tubing and tourniquet meet broke when the tourniquet was coming up to pressure and it would not hold air pressure effectively during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: d4. UDI number updated. Update: d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that the device seal at the base of the tourniquet where the tubing and tourniquet meet broke when the tourniquet was coming up to pressure and it would not hold air pressure effectively during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.